Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary went offline. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1.initial reporter facility name: encompass health rehabilitation hospital of arlington a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis station was offline even after a reboot. The field service engineer (fse) replaced the controller boards on the auxiliary drawers and the pixie bus card, as these were causing the issue. A hardware test application was run successfully, and the customer verified the resolution. The system functioned as intended after the field service engineer repaired the device.